Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator was not displaying anything and was beeping non-stop. There is no information of patient involvement as of this time.

Manufacturer narrative:
Vyaire medical was able to confirm the issue - the unit was not displaying anything and was beeping non-stop. Investigation revealed that this was being caused by a non-conforming hybrid board & main board. As a resolution, both of these will be replaced.